Event description:
Balloon ruptured during use.

Manufacturer narrative:
The balloon does not appear to be ruptured, but does appear to be torn completely around the catheter tip at the distal edge of the proximal bushing. Latex is visible under the proximal windings and there is latex missing.